Event description:
It was reported that the aseptic housing was fractured and it fell on the sterile field during a medical procedure. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the aseptic housing was fractured and it fell on the sterile field during a medical procedure. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.